Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 95% stenosed lesion was average tortuous with no calcification in the right iliac artery. After a non bsc stent was implanted in the lesion, an 8.0 x 20/135 (4f) sterling monorail balloon was used for post dilatation. On the first inflation the balloon was inflated to 6 atmospheres and ruptured. The balloon was removed intact. The balloon was visible under fluoroscopy. The procedure was completed with a different device. The patient status is listed as good with no complications reported.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.